Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was unable to clear the alarm and unable to complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received constant pump error 38 alarm during rewind due to gearbox jammed. Unable to verify pump error 43 alarm due to pump error 38 alarm noted.